Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.additional information was requested, and the following was obtained:I do not have any photos of the broken suture. The customer sent me photos of unopened sutures when they reported the info to me, just to share product code and lot number, but no photos of the affected sutures. The lot number of the sxpp1b412 is 10a1xk.the incidents were reported to me by zy, ortho service line lead nurse in the or. The user of the product who reported it to z was ta, a surgical first assist who was doing the suturing when the sutures broke.

Event description:
It is reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the suture broke at the middle where the barbs change direction. The user said he was not pulling it harder than usual. There were no adverse patient consequences and no impact on the user. Additional information was requested.